Event description:
It was reported that the device was at elective replacement indicator (eri) earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: fr995-27 tissue valve, (B)(6) 2001; 6947-65 lead, (B)(6) 2010; 5076-52 lead, (B)(6) 2010; 4196-88 lead, (B)(6) 2010. (B)(4).